Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. The first photo shows that the hcp was holding the maxcore device which was in the packaging. The second photo shows that the two maxcore device which was inside the packaging. No other anomies were noted. Based on the photo review reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review for one device. However, the investigation remains inconclusive for the reported failure to fire as photo evidence does not support the event for another two devices. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the outer cannula failed to fire. Coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.